Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, model: 1650de, serial number: (b)94), expiration date: 31-jan-2016, UDI: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-nov-2017. (B)(4). Heartware ventricular assist system ¿ battery, model: 1650de, serial number: (B)(4), expiration date: 30-nov-2018, UDI: asku. Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-nov-2017. (B)(4). Heartware ventricular assist system ¿ battery, model: 1650de, serial number: (B)(4), expiration date: 30-nov-2018, UDI: asku. Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-nov-2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries and controller were power switching and a power up alarm was logged. The batteries and controller will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction h10: product event summary: the controller (con304105) and four (4) batteries (bat204140, bat589699, bat589705, bat215695) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries bat589699 and bat589705 passed visual inspection and functional testing. Failure analysis of battery bat204140 revealed that the device passed functional testing. Visual inspection revealed that the release indicator marker on the battery connector was illegible. Failure analysis of batteries bat215695 revealed that the device passed visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit (ic). These are additional findings not related to the reported event. The most likely root cause of the illegible release indicator on the battery connector can be attributed to wear and/or handling of the device. The most likely root cause of the high max error can be attributed to a battery that is out of calibration. The most likely root cause of the max error unable to be reset during testing event can be attributed to a faulty integrated circuit. Failure analysis of controller con304105 revealed that the device passed functional testing. Visual inspection, under 10x magnification, revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. Visual inspection revealed fibrous material within the power port connectors, likely due to the handling of the device. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive ap plied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204140, bat589699, and bat589705. Log file analysis also revealed a controller power up event on (B)(6) 2019 at 11:09:25. The data point prior to the loss of power revealed that bat204140 was connected to power port one (1) with 49% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point after the loss of power revealed that bat204140 was connected to power port one (1) and bat589699 was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported premature power switching and loss of power events were confirmed. There is no evidence of a power source lubrication procedure was performed prior to the reported event date on the returned devices. Based on the log file analysis, the most likely root cause of the reported premature power switching event can be att ributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections and battery main integrated circuit malfunctions. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery serial number: (B)(6); d10: yes, 14-jun-2019; h3: device returned to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 135 h6: FDA conclusion code(s): 12, 19; d1: heartware ventricular assist system ¿ battery serial number: (B)(6); d10: yes, 14-jun-2019; h3: device returned to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12; d1: heartware ventricular assist system ¿ battery serial number: (B)(6); corrected to bat589705 d10: yes, 14-jun-2019; h3: device returned to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12; d1: heartware ventricular assist system ¿ battery d4: model 1650de serial number: (B)(6); expiration date: unk; UDI: (B)(4); d10: yes, 14-jun-2019; h3: device returned to MFR? Yes; h4: mfg date: unk; h6 patient codes(s): c76143 h6 device code(s): c63030 h6 method code(s): 10, 4112 h6 result code(s): 120, 114 h6 conclusion code(s): 4307, 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An additional battery was returned and subsequently tested out of specification during manufacturer¿s analysis.